Manufacturer narrative:
The sample was collected in greiner lithium heparin tube. The sample was a full draw and was spun at 3000g for 10 minutes. Per customer, the sample was clear in appearance. No system check or qc data was supplied for this event. It is not indicated that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated troponin (accutni) result within the risk stratification range generated by the unicel dxc 600i synchron access clinical system on one patient's sample. The lab protocol is to repeat all first time positive accutni samples and upon repeat testing, lower results within the normal reference range were recovered. There was no injury or change to patient treatment attributed to or connected with this event.